Manufacturer narrative:
Correction: h6: codes should reflect product not returned.

Manufacturer narrative:
Further information was requested, but not received.

Event description:
It was reported that a patient presented with high defibrillation impedance noted on the patient's right ventricular (rv) lead. No intervention or adverse patient consequences were reported.